Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, when the delivery system was removed the capsule fell off by the patient's vocal cords. The patient was not inured following the procedure.